Manufacturer narrative:
Isi has received the endowrist one vessel sealer instrument involved with this complaint and completed investigations. Failure analysis investigations could not confirm the customer reported failure mode. Visual inspection of the instrument showed no blade exposed. No conductor wire damage or snake wrist damage was found. The instrument passed the following tests: self-check, cut, gap test, grip force, energy delivery and electrical continuity. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The site's system logs were reviewed with a procedure date of (B)(6) 2017. The system logs reveal that there were no abnormal patterns related to sealing. The surgeon consistently performed two seal attempts before each cut; this could be due to preference or being conservative. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon claimed that the endowrist one vessel sealer instrument did not seal adequately. The surgeon reportedly used a vessel loop in order to control bleeding. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted lower anterior resection procedure, the endowrist one vessel sealer instrument allegedly failed to adequately seal the inferior mesenteric artery (ima) which resulted in higher than normal blood loss. On 06/05/2017 intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) and obtained the following information regarding the reported event: the csr stated he was present during the procedure. The surgeon used the endowrist one vessel sealer instrument which sealed without any issues up until the reported event occurred. The surgeon was able to seal with the endowrist one vessel sealer instrument a couple of times. However, after the third seal attempt of the ima, the patient experienced bleeding from the vessel. The surgeon used a vessel loop to control the bleeding. The csr stated that he was not sure of the size of the ima vessel; however, the csr did confirm the ima vessel was not calcified. The csr quantified the blood loss to be approximately a little more than 400 ml. It was confirmed that there was no blood transfusion administered to the patient secondary to the bleeding. The csr stated that the site had heard the audible tones from the erbe generator indicating that the sealing cycle was complete, and there was tissue effect seen. The csr confirmed that there were no error messages generated on the erbe generator.